Event description:
It was reported by the patient's physician that the patient had passed away due to sudden unexpected death in epilepsy, or sudep. Follow up with the funeral home revealed that the patient's vns was explanted and no longer available. No additional relevant information has been received to date.

Event description:
Follow up with the patient's physician confirmed that the patient had passed due to sudep, which the physician reported as unrelated to vns. It was stated that the patient had multifocal epilepsy, was not a surgical candidate, and had ongoing seizures.